Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer reported that the device was working great after the patient got it working again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-03. The patient reported that they could not get a hold of a manufacturer¿s representative (rep) in order to resolve the tilted neurostimulator (ins) and not feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for pain. It was reported that stimulation had stopped and the patients target pain had returned. It was mentioned that the device was implanted for arthritis pain and not the patient is having difficulty moving. The patient had fallen a couple times, once on a bed frame and anther time they "hit the floor with it". The caller stated that after the falls the patient had lost stimulation. The caller also noticed that the device was out of place after the fall and sitting at a 45 degree angle. The caller stated the inner edge of the device next to the spine was visible but not the outer edge. The patient had pain at the implant site. The caller stated that the charger could not connect to the implant to charge because the device was tilted. The patient had seen their primary healthcare professional and they had said the fall may have broken the lead, no x-rays or other imaging was done at the time. No further complications were reported as a result of this event.